Manufacturer narrative:
The baxter technician replaced the battery and the power cord on the lift to resolve. Viking l and xl mobile lifts are two versatile lift models intended mainly for use in health care, intensive care and rehabilitation. Viking l and xl mobile lifts are intended for heavier patients. Both models are excellent aids in daily transfers of adults and bariatrics, for instance, lifting to and from wheelchair, bed, toilet and floor. A viking¿ mobile lift equipped with the viking¿ armrest accessory can be used for gait training. Horizontal lifting can also be performed in combination with a recommended liko¿ stretcher accessory. An inoperative battery is likely to result in a temporary interruption or delay of therapy. If a low battery status is reached, the device will give a warning to charge the device. When the warning will initiate the lift will be able to complete one full lifting cycle with maximum load. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue. Although there was no adverse event reported, contact with exposed electrical wire can result in electrical injury. Therefore, if the reported malfunction of a damaged power cord with exposed wires were to recur, it could lead to serious injury or death.

Event description:
The baxter technician found the battery needed to be replaced and the power cord was damaged with exposed copper wires. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.